Event description:
It was reported "the screw thread was defective and the dilator's non-return valve was dysfunctional". The current condition of the patient is "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Associated MDR number: 9680794-2024-00049

Manufacturer narrative:
Qn#(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the screw thread was defective and the dilator's non-return valve was dysfunctional". The current condition of the patient is "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Associated MDR number: 9680794-2024-00049.